Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1708058) on 09-aug-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of complication of device removal ("failed salpingectomy") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required), back pain ("back pain / lumbar pain"), renal pain ("kidney pain radiating everywhere and to left leg"), fatigue ("chronic incapacitating fatigue / asthenia"), menorrhagia ("long heavy menstrual periods / heavy menstrual bleeding"), visual impairment ("visual disturbances"), dizziness ("very frequent episodes of faintness"), disturbance in attention ("difficulty concentrating"), polymenorrhoea ("short cycle"), abdominal pain ("painful abdomen"), arthralgia ("numerous painful joints all over body"), loss of personal independence in daily activities ("inability to perform everyday tasks and to drive") and allergy to metals ("nickel allergy"), 1 month 27 days after insertion of essure. On an unknown date, the patient experienced pain in extremity ("pain in the legs"), pelvic pain ("abdomino pelvic pain"), mental disorder ("psychological disturbances") and post-traumatic stress disorder ("posttraumatic stress disorder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the complication of device removal, back pain, renal pain, fatigue, menorrhagia, visual impairment, dizziness, disturbance in attention, polymenorrhoea, abdominal pain, arthralgia, loss of personal independence in daily activities, allergy to metals, pain in extremity, pelvic pain, mental disorder and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, complication of device removal, disturbance in attention, dizziness, fatigue, loss of personal independence in daily activities, menorrhagia, mental disorder, pain in extremity, pelvic pain, polymenorrhoea, post-traumatic stress disorder, renal pain and visual impairment to be related to essure. The reporter commented: following visits with the physician requested by the patient as she had panic anxiety to lose the reason, he concluded that her psychological disturbances were coming from a posttraumatic stress disorder similar to what can live war wounded. The traumatism was due to negative and destructive causes of the implants leading the patient to be vulnerable in her personality and making her felt mutilated regarding both her gender and her sexuality. Failed salpingectomy for removal of essure, leading to another procedure for hysterectomy. Two explantation dates were reported: (B)(6) 2016. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: reporter added - case is potential legal. Consumer age, start and stop date of essure and events pain in the legs, abdomino pelvic pain, psychological disturbances and posttraumatic stress disorder added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain"), renal pain ("kidney pain radiating everywhere and to left leg"), fatigue ("chronic incapacitating fatigue"), menorrhagia ("long heavy menstrual periods") and visual impairment ("visual disturbances") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed salpingectomy" (seriousness criteria medically significant and intervention required) on (B)(6) 2015. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced back pain, renal pain, fatigue, menorrhagia, visual impairment, dizziness ("very frequent episodes of faintness"), disturbance in attention ("difficulty concentrating"), polymenorrhoea ("short cycle"), abdominal pain ("painful abdomen"), arthralgia ("numerous painful joints all over body"), loss of personal independence in daily activities ("inability to perform everyday tasks and to drive") and allergy to metals ("nickel allergy"). At the time of the report, the back pain, renal pain, fatigue, menorrhagia, visual impairment, dizziness, disturbance in attention, polymenorrhoea, abdominal pain, arthralgia, loss of personal independence in daily activities and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, back pain, disturbance in attention, dizziness, fatigue, loss of personal independence in daily activities, menorrhagia, polymenorrhoea, renal pain and visual impairment with essure. The reporter commented: essure placement: (B)(6) 2014 or (B)(6) 2015. Failed salpingectomy for removal of essure, leading to another procedure for hysterectomy. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device difficult to use - analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.